Manufacturer narrative:
Device had blank flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank flashing white lcd. Unable to perform the pump trace download due to blank flashing white lcd. Device had scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, stained keypad overlay, pillowing keypad overlay, stained serial number label and cracked retainer. The electronic assembly had moisture damage. No crack noted on the display window.

Event description:
The customer reported via phone call that insulin pump had damaged. The blood glucose at the time of the incident was 164 mg/dl. The device will be returned for analysis.